Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsular bag tore during insertion of the lens into the eye. The lens was removed and a second lens of a different model was then implanted; however, the second lens was also removed due to a kinked haptic. A third lens was successfully implanted to complete the case. The incision was not enlarged and sutures were not required. The patient is fine post procedure and was referred to a retina specialist for observation. Additional information has been requested, but has not been received.

Manufacturer narrative:
The explanted lens was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
Additional information received indicated that the patient is 20/20 on both eyes and is doing fine.